Event description:
The customer reported that he had to go to the hospital because his blood glucose reached 800 mg/dl. The following bg/bolus history was provided: 7:30 am - 310 mg/dl, 8:40 am -304 mg/dl; 12.5 unit bolus, 9:21 am - high (>500 mg/dl). The device was returned for eval.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. Downloaded data found no pulse width timeouts, no rotational sensor errors, and no occlusion. The piezo was found capable of emitting an audible alarm. No bend or kink was found in the cannula. The inspection of the fluid path found no evidence of an obstruction that would have resulted in an occlusion as fluid was seen exiting the tip of the cannula. The needle mechanism was tested and deployed as intended. There were no signs of internal insulin leak. The pod was thoroughly investigated and found no problem that would have caused or contributed to the pt's condition. Product lot qualification records were reviewed and determined to have met all acceptance criteria. To avoid hyperglycemia, the omnipod's user guide advises "to check blood glucose at least 4 to 6 times a day." The user guide warns,"...if you experience unexpected elevated blood glucose levels, change your pod." The omnipod's user guide also warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours if bgs have not decreased, take a second bolus by injection, using a sterile syringe. If bgs remain high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance.